Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the "check vent: machine pressure sensor auto-zero failed" alarm was not duplicated at the repair center. The se also confirmed that the issue was not recorded in the event log. No further actions were performed regarding the event.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" alarm. The device was later evaluated by a sales representative and reported that the issue could not be reproduced during a test run. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).